Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 4592-53 lead, implanted (B)(6) 2004. Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The distal conductor of the lead was extrinsically over-rotated. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) and right ventricular (rv) leads were explanted for unknown reasons. The leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.